Manufacturer narrative:
A united states customer contacted siemens customer care center (ccc) and noted that quality control (qc) was out of range at the time of the event. The customer sent patient samples to their sister facility for testing and noted no delay in result reporting. Siemens dispatched a customer service engineer (cse) to the customer site. Siemens pulled data from the atellica ch 930 analyzer and noted that qc was not in range. The calibration was performed using the incorrect units and a target value of 46.95 mg/dl. Siemens assisted the customer in ensuring the test definition was using correct units of mmol/l, instructed the customer to rescan the calibration definition, and saved the correct target value of 5.21 mmol/l. The customer loaded a fresh reagent and recalibrated the assay with a new calibrator. The calibration was successful, and qc testing was within range. The cse verified the analyzer's performance and noted no issue after entering the correct calibrator definition target value. Siemens concluded that it is not a reagent lot or method issue. The cause of falsely depressed lac result and qc is preanalytical and use error. There was no potential product issue. The analyzer performed as specified and required no further evaluation.

Event description:
The customer obtained one discordant falsely depressed lactate (lac) result on an atellica ch 930 analyzer and was not reported the result to the physician(s). The customer used the same sample to perform repeat testing on a dimension vista instrument. The repeated result was higher, and the customer reported the repeat result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed lac result.